Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination noted the balloon shell to be discolored, as it was light brown in appearance. White particulate matter was observed on the outer surface of the balloon shell. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from ten openings on the posterior of the shell, opposite the center patch. Under microscopic analysis, all openings were noted to have striated edges, consistent with surgical damage and device removal activities. Brown and black particulate matter was observed on the inner surface of the valve. Shell degradation was noted, covering approximately 85% of the outer surface of the shell.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "balloon partially empty. Patient had been complaining that they had not felt the balloon for nearly a month. Endoscopy confirmed the balloon was empty."